Manufacturer narrative:
UDI #: (B)(4). Explant date. If explanted, give date: to date the lens remains implanted, therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted with a clear noticeable damage described as a through thickness tear or puncture near the optic periphery. The surgeon felt it would likely not interfere with the patient's vision so the lens was not removed. Of note was that the scrub tech may have damaged the lens with the ovd (ophthalmic viscoelastic) cannula. A refresher training was provided to the account to ensure proper lens lubrication without damaging the lens. No further information was provided.

Manufacturer narrative:
To date the intraocular lens (iol) remains implanted therefore the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.